Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device failed calibration error 80 (non-recoverable system error). It was determined that the device had both a failed circulation pump and a failed heater. Heater requested 2k pm quote.

Event description:
It was reported that the arctic sun device failed calibration error 80 (non-recoverable system error). It was determined that the device had both a failed circulation pump and a failed heater. Heater requested 2k pm quote. Per email response on 15apr2025, the device has been removed from service to be retired.

Manufacturer narrative:
The reported issue was confirmed. The root cause for the reported event is a failed circulation pump. It was determined that the device had both a failed circulation pump and a failed heater. Heater requested 2k pm quote. Per email response on 15apr2025, the device has been removed from service to be retired. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections: b, d, f, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.